Manufacturer narrative:
On 1/17/2020 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/29/2020, additional information indicated that the patient removed the device on (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/28/20, additional information indicated that there was bilateral issue with malposition of breast implants, loss of inframammary fold bilaterally. As a result patient underwent bilateral replacements with new silicone implants. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/2/2020, mentor became aware that :manufacturer report number 1645337-2019-25591, has mistakenly indicated that this sn#:(B)(6) belong to the left side, which is incorrect and belong to the right side. On 3/5/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information indicated that the date of explantation changed to (B)(6) 2020. Initially they reported the sn# (B)(6) for the right side, and in this report this serial number belong to the left side, and sn#: (B)(6) belong to the right side. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 27, 2020 the manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: mentor memorygel, 300 cc silicone breast implants, cat#:3503004bc sn#: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel, 300 cc silicone breast implants which the right side rupture after implantation. Patient reported hardening on the right areola about 2 months ago (capsular contracture), ultrasound on (B)(6) 2019,findings - possible right implant rupture and MRI (B)(6) 2019 confirmed right implant rupture. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.